Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic unilateral inguinal herniorraphy, when inserting the mesh, the tacks fell into the cavity of the patient and was not retrieved. The surgical time extended 30 minutes or more due to the product problem. Another device from a different manufacturer was used to resolve the issue in order to complete the case.